Event description:
Description of event according to article: el-andari, et. Al. 2023. Thoracic endovascular aortic repair for descending thoracic aortic enlargement following repair with the ascyrus medical dissection stent: patient 3: a 69-year-old man presented with acute severe chest pain and acute type a aortic dissection from the aortic valve to the distal abdominal aorta with a large proximal descending thoracic aortic was identified. The patient received aortic valve resuspension, ascending aorta and hemiarch replacement, and placement of 55 x 40 amds. 3 months later on follow-up imaging, the patient was found to have a patent entry tear in the distal aortic arch causing rapid dissection expansion without distal anastomotic new entry tears. A carotid-subclavian transposition was performed and a stent-graft (zta-p-36-113) was deployed in the distal amds. A proximal endoleak was identified and a second stent graft was placed proximally with significant overlap. Two years later, CT demonstrated endoleak resolution with false lumen thrombosis and slight decrease in aneurysm size. Patient outcome: relining with additional device during procedure. The endoleak was resolved.

Manufacturer narrative:
Manufacturers ref# (B)(4). (G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Article: el-andari, et. Al. 2023 "thoracic endovascular aortic repair for descending thoracic aortic enlargement following repair with the ascyrus medical dissection stent." Doi: https://doi.org/10.1016/j.cjca.2023.08.012. Summary of investigational findings: during a literature review cook became aware of the article ¿thoracic endovascular aortic repair for descending thoracic aortic enlargement following repair with the ascyrus medical dissection stent¿. The article is a case report describing (B)(4) patients. Patient 3, a 69-year-old male with a type a aortic dissection from the aortic valve to the distal abdominal aorta with a large proximal descending thoracic aortic. The patient received av resuspension, ascending aorta and hemiarch replacement, and placement of 55 x 40 stent from another company. 3 months later, on follow-up imaging, the patient was found to have a patent entry tear in the distal aortic arch causing rapid dissection expansion without distal anastomotic new entry tears. A carotid-subclavian transposition was performed, and a zta-p-36-113 was deployed in the distal amds. A proximal endoleak was identified and a second stent graft was placed proximally with significant overlap. Two years later, CT demonstrated endoleak resolution with false lumen thrombosis and slight decrease in aneurysm size. According to the instruction for use ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta¿ furthermore, ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: dissections and previous repair in descending thoracic aorta. Hence, the use of the device for the patient in this complaint is outside the instruction for use. Based on the information given in the article it is possible that the use of the device for a patient with dissection and previous repair of the aorta could contribute to the endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.